Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter name and address: the customer's address is unknown:  (B)(6), USA has been used as a default.  Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector experienced component separation. The following information was provided by the initial reporter: end-user reported the connector on the extension set separated from the tubing itself.

Event description:
It was reported that the smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector experienced component separation. The following information was provided by the initial reporter: end-user reported the connector on the extension set separated from the tubing itself.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 10013902 lot number 22039226 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.